Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 1000 mg/dl. The customer did not feel comfortable using this insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.